Event description:
Rayner intraocular lenses limited were informed by the us sales specialist of an event that occurred with a c-flex 570c intraocular lens. The event description provided by the us sales specialist is as follows "miscalculated measurement patient got 11.5; needed 19. Doctor exchanged lenses."

Manufacturer narrative:
(B)(4). Rayner intraocular lenses limited has been advised by the us sales specialist that an error was made by the physician at the time initial patient biometry was taken. As a result of this error, the physician ordered and implanted an intraocular lens of the incorrect power. The physician explanted the c-flex 570c 069e9044846 +11.5d intraocular lens on (B)(6) 2012. Within this procedure the physician replaced the c-flex 570c +11.5d intraocular lens with a c-flex +19.0d intraocular lens with no adverse effect to the patient. A review of production records for the c-flex 570c batch 069e90448 confirms that all manufacturing and quality checks were satisfactory. All lenses, released from the c-flex 570c batch 069e90448 were within specification. Complaints since june 2009, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the c-flex 570c batch 069e90448.